Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty scope socket was discovered and compromising the connection, causing the reported failure mode. Additionally, minor cosmetic damage was found on the housing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during an unspecified procedure, his olympus evis exera iii xenon light source was not providing enough light inside the colon. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the unit had a faulty scope socket. This report is being submitted to capture the faulty scope socket found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. B5: updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the event occurred due to faulty locking mechanism of the scope socket and faulty slide detection. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The initial reporter confirmed that the unit was inspected for use. The procedure being performed was a colonoscopy, and it was completed as normal. No harm reported to the patient.